Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the system was removed and replaced due to the system being defective and not working. The patient had improved symptoms, but they had been worsening since (B)(6) 2018. The replacement took place on the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead. Device analysis is anticipated, but is not completed at the time of this report. An additional report will be sent once analysis results are obtained. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead. Analysis of the ins ((B)(4)) found insignificant anomalies; the ins passed functional testing. Both leads ((B)(4)) were returned segmented, but testing of the segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 4351-35 lot# serial# (B)(4) implanted: explanted: product type lead product ID 4351-35 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp. It was reported that the cause of the system not working was the battery was low and the leads had migrated.